Event description:
It was reported the pt underwent bilateral iliac stenting followed by bilateral angio-seal deployments to the arteriotomy sites. Two days post procedure the pt developed symptoms of claudication to the left leg after discharge from the hospital. The pt underwent another femoral angiogram to exclude thrombosis of the left iliac stent via the right femoral artery. This angiogram revealed atherosclerotic plaque in the infrarenal abdominal aorta with no evidence of hemodynamic stenosis. The kissing iliac stents were widely patent with no evidence of hemodynamic stenosis, and good flow from common iliac arteries down the entire lower extremities through the three vessel runoff to both feet. An ultrasound of the left common femoral artery revealed a triphasic waveform. The pt was discharged. The pt consulted a vascular surgeon due to continued left leg claudication. An angiogram confirmed opacification in a short segment of the left femoral artery; this wedge shaped lesion slows the contrast flow through the area. The pt underwent surgery for exploration and revascularization of the left femoral artery. A foreign body was removed from the common femoral artery described as a wedge shaped piece of "plastic", possibly the angio-seal anchor. During the surgery, 5,000 units of heparin was given intravenously, and embolectomy fogarty catheters were passed all the way to the foot. The incision was closed and the pt left the operating room in stable condition with restored blood flow to the left leg.